Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/09/2024, it was reported that the patient reported that she had lost consciousness and even though no specific cgm nor blood glucose values were reported from during the event, the patient stated that the cgm was inaccurate, which caused her to lose consciousness. An ambulance was called by someone that found her, but the patient does not remember many details from the event as she regained consciousness at the hospital. The patient did not remember what type of treatment was given, but eventually she was discharged from the hospital. It could not be confirmed if the patient experienced a hypo or a hyperglycemic event, but at an unknown point during the event the cgm was reading high. Based on this and the sudden onset of the symptom of losing consciousness, it is most likely that the patient experienced a hypoglycemic event. The patient was not able to provide any further details regarding the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.